Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported surgeon had a patient treated with advanced customvue lasik on (B)(6) 2016 and is concerned patient developed ectasia post op. At treatment there were no complications, no straie, flaps were centered. Patient's preoperative manifest: -1.00 + 0.50 x 5, keratometry 44.17, 44.81 x 97, cyclo prescription -.75 sphere, wavefront refraction -1.34 +0.49x5, physician adjustment +0.25, no nomogram adjustment. Intralase flap depth 120um, 8.7 mm diameter. One (1) week postoperative uncorrected visual acuity (ucva) 20/15 with manifest +0.25 sphere. 1 1/2 year postop ucva 20/100-, manifest +1.50 -2.00 x 108 bcva 20/20-.